Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 156, 165, 294, 278, 266 mg/dl. Tests were done within 10 mins with a difference of 26%. Pt did not experience any adverse events.